Manufacturer narrative:
The device (B)(4) has been inspected for investigation purposes. The tests performed confirmed that pacs is working properly. Demonstrated proper use of pacs with the surgeon.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that a software failure has been detected. There was no patient involvement reported.